Manufacturer narrative:
Autopulse platform (s/n (B)(4)) was received at zoll (B)(4) on 02/23/2016 for evaluation. Investigation is as follows: a review of the DHR found no previously reported complaints related to this issue. During visual inspection no physical damages were observed. An archive date review was performed. User advisory 17 (max motor on time exceeded during active operation) and user advisory 18 (max take-up revolution exceeded) around the reported event date. During functional testing the device performed as intended. No issues were found. In summary, the device was tested with multiple batteries and was put through the run-in test for 1 hour with not issues found. The reported complaint is not confirmed. The device passed the final test and was recertified for clinical use.

Event description:
It was reported that during patient use the autopulse platform (s/n (B)(4)) stopped compressions and displayed message to "check patient alignment", the error code is unknown. The crew checked the patient alignment and restarted the autopulse, compressions performed then the autopulse stopped again with the same message. No patient information was disclosed. No additional information was provided.